Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular event on or about (B)(6) 2010 and subsequently expired after the use of the product.

Manufacturer narrative:
This medical device report is being redacted, thus should be disregarded as it was submitted in error, duplicate regulatory reporting. This patient event was duly reported under mfg. Report numbers: 1225714-2014-01865 and 1225714-2014-01866 on april 30, 2014.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.